Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation correction to g2. G2 - added the country china. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, it was found that the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.